Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed loose particulate matter in the fluid pathway. Fourier transform infrared spectroscopy (ftir) revealed that the particle was consistent with acrylonitrile butadiene styrene (abs). The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was found in an exactamix 1000 ml eva tpn bag after filling. There was no patient involvement. No additional information is available.